Manufacturer narrative:
(B)(4). One unit of manta was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. The manta was locked into the sheath. No components were noted. Manta was dismantled to expose the button valve. The valve was observed to be torn. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered more than moderate resistance while attempting to advance the bypass tube into the sheath hub. The physician chose to firmly press the bypass tube against the sheath using his middle and index finger on the sheath side and his thumb on the bypass tube, then pushed the manta closure downward to connect to the sheath hub (confirmed by hearing the two clicks), deploying manta and completing closure successfully. The patient did not experience any harm or consequence from this event and completely recovered with no issues post-procedure. The manta instructions for use states in step 3 of inserting the device: if significant resistance is felt insert the bypass tube into the manta sheath, remove the entire system, and open a new device. For further investigation, lot review and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that "clinical field observation report: during the closure procedure using a 14 f manta, it was observed that there was a more than moderate resistance (push back) from the hemostatic valve when passing the bypass tube through it. The user, who is a very skilled and experienced vascular surgeon was able to manage the situation and to complete the closure successfully. There was no sheath change or new manta product required. No harm to the patient. No impact on patient outcome. The product was used according to the IFU. The device will be returned to teleflex." Additional information has been requested from the account and a follow up report will be submitted after receipt of this information.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that "clinical field observation report: during the closure procedure using a 14 f manta, it was observed that there was a more than moderate resistance (push back) from the hemostatic valve when passing the bypass tube through it. The user, who is a very skilled and experienced vascular surgeon was able to manage the situation and to complete the closure successfully. There was no sheath change or new manta product required. No harm to the patient. No impact on patient outcome. The product was used according to the IFU. The device will be returned to teleflex." Additional information has been requested from the account and a follow up report will be submitted after receipt of this information.